Event description:
During procedure, surgeon heard a loud noise like metal shearing, then noticed a lot of metal debris inside the joint. Additional information states that the debris was removed as much as possible, but dr was unpleased with the amount of metal still in the joint. The blades started to shed about 15 minutes into the case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the blade shows the outer blade to be bent. Removal of the inner blade showed it to be galled. The galling took place when excessive force was placed on the blade causing it to become bent resulting in an abnormal metal-to-metal condition and the reported shedding. (B)(4).